Manufacturer narrative:
The product analysis was completed on march 15, 2016. The product analysis indicates that one unsealed sample was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. Visually, there was a 0.08¿ long piece of clear tubing returned with the sample which would have resulted in the reported event. The middle spiral wrap assembly contains a section of clear polyester shrink tubing near the distal end. When viewed under magnification, the loose piece was placed on the distal end of the middle assembly and the diameters matched. The information indicates that the piece of clear tubing likely came off the distal end of the middle assembly / shrink tubing. The front hub showed deformation of the locking area consistent with damage caused while in the handpiece (during use), which cannot be ruled out as a cause or contributing factor to the alleged complaint. The area between the middle assembly and outer tube containing the shrink tubing was compacted with biological contaminants, which also cannot be ruled out as a cause or contributing factor.

Manufacturer narrative:
(B)(4). The device has been received. However, the product analysis has not been completed. This device is used for therapeutic purposes.

Event description:
It was reported that a small plastic piece came off during a bilateral fess (functional endoscopic sinus surgery). There was no patient injury and no delay to the case.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.